Event description:
Received copy of medwatch form filed by end user hospital. Reporter stated that "during an exchange of a guiding catheter in an effort to gain more guide support, the j-wire pierced the intima of the right femoral artery and was extended to the distal aorta". Per phone conversation with end user hospital in 2001, the guidewire would be returned for evaluation.